Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-05923. It was reported patient's leads had kinked. Surgical intervention was undertaken on (B)(6) 2022 whereby the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.